Event description:
During implant procedure, the delivery catheter was unable to deflect and the right ventricular (rv) leadless pacemaker (lp) separated prematurely from the delivery catheter. Despite not being connected to the delivery catheter, the protective sleeve prevented the rv lp from embolizing. The delivery catheter and rv lp were removed from the patient for inspection. The tethers of the delivery catheter were not aligned and were unable to be aligned. The catheter was replaced, and the same rv lp was successfully implanted. The patient was stable with no consequences.